Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The defective device was requested for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed an error message during procedure. There was no report of patient injury.

Manufacturer narrative:
The defective pump was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could be confirmed and reproduced. As root cause a defective switch in the pump head could be identified. The switch was replaced and subsequent functional verification testing was completed without further issues and the unit was returned to the customer.